Event description:
The information provided to sjm indicated the patient had a mitral valve replacement with an sjm epic valve implanted supra-annularly due to regurgitation. The patient's annulus was not heavily calcified. A year and a half later, adverse symptoms of mitral stenosis appeared, and the patient was admitted to the hospital. Transesophageal ultrasound revealed a leaflet tear, leakage, regurgitation, and calcification. The valve was explanted and replaced with an sjm masters series valve (model: 27mj-501; serial number: (B)(4)). The patient is currently recovering in good condition in the hospital. Post-explant it was reported that the valve had a tear in one of the leaflets from the bottom of the valve. There were no indications of improper practice with a needle or other device.